Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue started on (B)(6), 2010 at 12:45am. On an unspecified date/time, prior to when the alleged power issue began, the patient claimed he developed symptoms of frequent urination, thirst, and irritable. The patient denied receiving medical treatment as a result of the alleged issue. At the time of troubleshooting, the cca noted there was no known misuse to the subject meter. In addition, the cca confirmed that the battery did not need to be replaced per the owner's booklet recommendation. Replacement products were sent to the patient. Although the patient developed symptoms suggestive of hyperglycemia, there is no indication that the subject meter caused or contributed to this serious injury. The patient reported feeling symptomatic prior to when the alleged issue began. However, this complaint is being reported because the alleged power issue remained unresolved.

Event description:
Customer reportedly received results of 59 mg/dl and 176 mg/dl within 10 minutes on the advantage system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Event description:
The facility representative contacted baxter on (B)(6) 2010 to report an infusor that had a ruptured bladder. The event occurred close to the end of infusion on a patient. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.